Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the asymptomatic patient presented remotely. It was seen that the device received a battery performance alert. No procedure has taken place or been scheduled at this time. The patient was reported stable with no patient consequences.

Event description:
New information received indicated that the device was explanted and replaced on (B)(6)2020. It was also noted that the device was in backup vvi mode and had loss of telemetry.

Event description:
New information received indicated that the patient was doing well during and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.